Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported failure to deflate. The definitive root cause for the reported failure to deflate could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that post procedure through the subclavian vein, the device was allegedly unable to be deflated and removed from the body. It was further reported that after several attempts, the balloon was deflated. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that post procedure through the subclavian vein, the device was allegedly unable to be deflated and removed from the body. It was further reported that after several attempts, the balloon was deflated. There was no reported patient injury.